Event description:
A consumer implanted for a herniated disc reported they hadn't used or charged the device in five years because it hadn't worked since then, and their doctors told them to leave it off and use pain medications instead of the device. It was further clarified the consumer had three herniated discs and the device would work but was go "up, up, up" and then "down, down, down" and would cause them to have migraines when they used it. In (B)(6) the consumer had a car accident, and even though the device hadn't been used in five years, it suddenly "kicked on" by itself a week ago and started shocking them when they were lying in bed so they hadn't been able to sleep in three days, had insomnia, and couldn't get rest because it kept them awake. On (B)(6) 2016 the consumer found the patient programmer (pp) to turn the device off but only saw the poor communication screen even though they tried "100 different batteries to get the programmer to work.". It was noted the shocking had been continuous and went all the way up the consumer's body and back down and it felt like the device was vibrating so they could feel their body shaking like they were feeling stimulation. It was noted the consumer had been lying on the floor and could feel the whole floor shaking because of them. Troubleshooting was performed and an attempt was made to check the device using the patient programmer, but there was poor communication so the possibility of overdischarge was reviewed. The manufacturer's representative (rep) later met with the consumer and interrogated the battery, but there was no connection possible because the implant was dead. It was noted the consumer was going to be scheduling an appointment to have x-rays done on their back. The issue was currently unresolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.